Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2019 with the following findings: during investigation, the battery compartment was found to be cracked below the bumper pad. A leak test was performed and a leak was identified due to a cracked pump case. Investigation revealed the audio bolus button was torn and punctured but responsive. There was an audio bolus button leak with evidence of moisture throughout the internal components. Moisture and corrosion were observed on all boards and on the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.